Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record identified the following related repair: tech confirmed the unit's motor had failed and replaced it. The unit was tested, calibrated, and returned to the customer. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Event description:
It was reported that during surgery, the device's handpiece was losing power and had a hissing noise in the where the blade is attached. It is unknown if there was patient injury, or delay. Due diligence is completed and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.